Event description:
Customer alleges not holding a charge, will stop running. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model unknown serial number/date code unknown is of unknown age. The user manual was issued with this device. The user manual is also found on-line at invacare.com. The user manual provides instructions on the proper procedure for charging batteries. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The last servicing event occurred on (B)(4) 2011.